Manufacturer narrative:
The product analysis confirmed the reported cylinder hole. A cylinder hole was reported. The ams700 device was visually inspected and functionally tested. There was a leak in one cylinder due to input tube wear. The other cylinder performed within specifications. The pump was not functionally tested due to the cylinder leak. Cylinder malfunction was confirmed. The allegation of a hole in one of the cylinders was confirmed through product analysis. The product record review indicated that the reported events do not represent a new or unanticipated event. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to a hole in one of the cylinders. The device had been in patient for four years. All the components were removed and replaced with a new ipp. The patient had a good outcome and did no need any further intervention. No more information is available at the moment, additional information was requested and will be provided as it becomes available.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to a hole in one of the cylinders. The device had been in patient for four years. All the components were removed and replaced with a new ipp. The patient had a good outcome and did no need any further intervention. No more information is available at the moment, additional information was requested and will be provided as it becomes available.